Event description:
On (B)(6) 2013, the lay user/patient's wife (reporter) contacted lifescan (lfs) (B)(4) alleging that her husband's onetouch verio iq meter was reading inaccurately when compared against other devices. The following complaint was classified based on information obtained from the customer service representative (csr). It is not clear when the alleged meter issue first began. On an unspecified date/time, the patient reportedly obtained readings of "10 mg/dl" with the subject meter, "12 mg/dl" with the reporter's onetouch verio meter, and "182 mg/dl" with the doctor's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient's diabetes regimen is not known and it is not clear what action the patient took in response to the alleged meter issue. The reporter denied the patient developed any symptoms as a result of the alleged issue and also denied the patient received any form of medical intervention after the reported meter issue began. At the time of troubleshooting, the csr verified the subject meter was set to the correct unit of measurement; however, the csr was unable to verify the patient's testing procedure and confirm the patient's sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Test strip lot #: not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.